Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, the adhesive on the bending section cover had a crack, the adhesive on bending section cover, objective lens, and light guide lens had a white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, grip, protector of universal cord on suction connector, light guide protector, objective lens, connecting tube, and plastic distal end cover all had a scratch, and the forceps channel port was shaved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.